Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed on the returned sensor patch and no issues were observed. Data extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. A water mark was observed at the base of the sensor tail, indicating sensor was properly inserted. It was observed that the sensor battery was damaged during de-casing. No other issues were observed upon visual inspection of the pcba (printed circuit board assembly). The battery voltage was unable to be measured due to the damage and therefore the sensor was unable to communicate with the approved software. A visual inspection was performed on the returned de-cased sensor, and observed battery and molex connector to be removed from the pcba. The data was unable to be extracted as battery and molex connector are disconnected from the pcba. Performed a visual inspection on the returned sensors pcba, observed that the battery solder joint and molex connector had been damaged and unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Functionality testing and smu testing were unable to be performed without the molex connector connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.